Event description:
It was reported that the non-boston scientific right atrial (ra) and right ventricular (rv) lead exhibited out-of-range impedance measurements. The shock lead impedance measurement was 134 ohms. It was also noted that the electrograms seemed to show pacing spikes with no evoked response. The device and leads remain in service. No adverse patient effects were reported.